Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It is possible that the vessel was under-sized resulting in the stent not being fully apposed to the vessel wall; however this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the renal artery. A 7x18mm rx herculink elite stent was deployed; however, the stent moved by 5 millimeters (mm). The stent partially covered the lesion but the 17mm to 18mm lesion was not fully covered; therefore, a 7x15mm herculink stent was used to successfully cover the entire lesion. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.